Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("irregular bleeding") in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included headache. Ethnicity african american. Previously administered products included for an unreported indication: nuvaring from 2009 to (B)(6) 2010. Past adverse reactions to the above products included contraception with nuvaring. Concurrent conditions included cervicalgia since (B)(6) 2015, brachial plexopathy since (B)(6) 2015, hypertension since (B)(6) 2015, excessive menstruation, uterine fibroids, iron deficiency anemia and menometrorrhagia. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (underwent davinci assisted hysterectomy and bilateral salpingectomy with removal of the essure). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, uterine leiomyoma, vaginal haemorrhage and menorrhagia had resolved, the abdominal pain, back pain and dyspareunia was resolving and the dysmenorrhoea and vaginal discharge outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, uterine leiomyoma, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: the nuvaring was actually in place at the beginning of the procedure, was removed, and replaced following the termination of the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: menorrhagia, genital haemorrhage, pelvic pain most recent follow-up information incorporated above includes: on 23-aug-2018: plaintiff fact sheet and medical records received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge. Concomitant disease were added. Onset date of event pelvic pain were updated. Outcome of the event pain and bleeding was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("irregular bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (underwent davinci assisted hysterectomy and bilateral salpingectomy with removal of the essure). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain and uterine leiomyoma had resolved. The reporter considered abdominal pain, back pain, genital haemorrhage, pelvic pain and uterine leiomyoma to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.